Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked on belt clip slot noted during testing.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a no delivery alarm. The customer's father reported that the no delivery alarm was recurring. The customer's blood glucose was 394 mg/dl at the time of call. The customer's blood glucose was 417 mg/dl at the end of call. The customer's father stated that they treated the high blood glucose with the insulin pump. The customer's father reported that the no delivery alarm was resolved. The customer's father reported that the insulin did exit during fixed prime. The customer's father performed high pressure test and the insulin pump passed. The customer's father was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.